Event description:
Anesthesiologist injected patient with bupivacaine hcl 0.75% in dextrose 8.25%. Sensory effect was achieved, but not motor effect.anesthesiologist states that this is the third such case in the past month or so.